Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02132. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. According to the customer, the event was not been reproduced and the event was considered to have occurred because the spring was not connected. Based on the additional information, the following points are inferred. It is presumed that the event occurred because the user did not connect the endoscope securely until it stopped. If it is not firmly inserted, the brightness adjustment signal sent from the video processor to the light source is not connected, so that the automatic brightness adjustment will not operate and the aperture will be fully open to make the image brighter. The flickering is assumed to be due to image halation. It is presumed that the event was caused by a temporary failure of the turret and peripheral mechanisms because this product was manufactured more than 12 years ago. The led on the front panel blinks if the turret is not set to the correct position. It is presumed that the event occurred due to aging degradation because this product was manufactured more than 12 years ago. Olympus will continue to monitor the field performance of this device. Regarding connection of the endoscope, the instruction manual contains the following description. Connection of a rigidscope. Insert the light guide connector into the output socket on the front panel of the light source until it stops. Connection of a flexible endoscope. Insert the endoscope connector or light guide connector into the output socket on the front panel of the light source until it stops.

Manufacturer narrative:
The referenced light source was not returned to the service center for evaluation. However, a follow up to the user facility was made to obtain additional information regarding the reported event and the biomedical engineer further reported that they were not able to duplicate the reported "light was too bright, the image flickers, and the led light on the front panel was blinking" and that device was working fine. The biomedical engineer believed that perhaps a spring was not connected.

Event description:
The technical assistance group was informed that during receipt inspection of the xenon light source, the biomedical engineer reported that the light was too bright, the image flickers, the led (light-emitting diode) light on the front panel was blinking. There was no patient involvement.